Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the architect c8000 made a popping sound followed by smoke. The architect c8000 did not have power after the smoke was generated. There was no patient involvement. No operator injury was reported.